Manufacturer narrative:
The bipap and heated humidifier were returned to the manufacturer and evaluated. Both devices were found to operate according to design and exhibited no evidence that a malfunction had occurred. The bipap device provided the correct output pressure (9 cm h2o) and flow rate (23.7 - 24.5 lpm) and was cycling properly between inspiratory and expiratory pressure settings. An internal evaluation revealed evidence of fluid ingress to the sensor pca and the blower motor assembly of the bipap; however, no errors were recorded in the device usage log, suggesting that the fluid ingress did not adversely affect the performance of the bipap device. The heated humidifier was evaluated and found to exhibit no evidence of failure, and is concluded to be only incidentally involved in the event. Based on these findings, we believe the bipap device and heated humidifier operated as designed and did not cause or contribute to the patient's outcome. While the patient's cause of death is not known, nor is its relationship to the patient's pre-existing conditions, the dme stated the patient had been using the bi-level device to treat his obstructive sleep apnea (osa) since 2008, without any problems. Based on our findings, we believe no further action is appropriate. Conclusions, no association between the patient's death and use of the product is suspected.

Event description:
A bi-level positive airway pressure (bipap) device (used with a heated humidifier) allegedly caused or contributed to the death of a patient. The complainant, a family member of the patient who expired, alleged the patient had been choking and gasping for air while using the device. Requests for relationship between the patient's difficulty and the time they expired, and the patient's pre-existing conditions (obstructive sleep apnea and cardiomyopathy) were not honored; however, the family member stated they believed the device was defective. The durable medical equipment supplier (dme) who provided the bipap to the customer evaluated the device and found it operated according to product labeling and providing the proper airflow. They found no evidence of conditions with the bipap or the associated heated humidifier to suggest that either device failed to operate as designed, or that either device may have caused or contributed to the patient choking or gasping for air while receiving bipap therapy.